Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. It was also reported that the transfer set could not be disconnected from the dialysis solution bag port. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and the female connector was observed separated from the main body. Due to only receiving photo samples, functional testing could not be conducted, therefore the reported connection to female connector cannot be confirmed or refuted. The reported separation was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.